Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was observed to be kinked when removed from the package. The mapping catheter was replaced for the procedure which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.